Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, on the resection of colon, the stapler was not able to cut and fire any staples. The green button was pressed but the handle could not be squeezed. The surgeon utilized another stapler to continue the procedure. There was no patient injury.